Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room (ER) due to experiencing issues with the personal diabetes manager (pdm) when delivering a bolus correction. The patient treated himself by eating 190 g more of carbohydrates to balance the bolus performed. No medical intervention was needed.